Event description:
It was reported to boston scientific corporation that a wallflex esophageal stent was used during an esophageal stenting procedure performed on (B)(6), 2010. According to the complainant, the stent was placed to heal a leak that developed after an esophageal diverticulum repair. On (B)(6), 2010, during a planned removal procedure, it was noted that the stent had a lot of tissue in-growth. The patient had exhibited no symptoms of obstruction prior to the removal procedure. The stent was removed successfully with forceps grasping the retention suture. There was some bleeding noted during the removal process, but no intervention was required. The leak was reported as healed and no other stent was placed. The patient had been on coumadin for other reasons (unknown), and the dose had been held prior to this procedure. The patient's condition at the conclusion of the procedure was reported to be "fine". The patient was reported as having a "complicated" medical history after his surgery to repair the esophageal diverticulum, and was discharged to a long-term care facility.

Event description:
It was reported to boston scientific corporation that a wallflex esophageal stent was used during an esophageal stenting procedure performed on (B)(6), 2010. According to the complainant, the stent was placed to heal a leak that developed after an esophageal diverticulum repair. On (B)(6), 2010, during a planned removal procedure, it was noted that the stent had a lot of tissue in-growth. The patient had exhibited no symptoms of obstruction prior to the removal procedure. The stent was removed successfully with forceps grasping the retention suture. There was some bleeding noted during the removal process, but no intervention was required. The leak was reported as healed and no other stent was placed. The patient had been on coumadin for other reasons (unknown), and the dose had been held prior to this procedure. The patient's condition at the conclusion of the procedure was reported to be "fine". The patient was reported as having a "complicated" medical history after his surgery to repair the esophageal diverticulum, and was discharged to a long-term care facility.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The returned stent presented with multiple holes in the silicone coating. The holes located on the distal covering of the suture loops were greater than 1mm in size, while the holes along the main body of the stent were less than 1mm. The holes greater than 1mm in size exceeded the tolerances permissible by the manufacturing specifications. No other issues were noted with the profile of the stent. Since the stent had been implanted for approximately six weeks and removed using a pair of forceps, the condition of the returned device is not representative of the device prior to implantation. It was concluded that the covering damage is most likely due to both tissue in-growth and removal of the stent using forceps. A labeling review was performed and the device was not used in accordance with the directions for use. The stent was used to treat an esophageal leak (not associated with a malignancy) and removed after implantation, both of which are contra-indicated by the directions for use.